Event description:
Rep reports vp shunt revision appears to be a pseudomonas.child has had several infections prior to this.

Manufacturer narrative:
Codman has rec'd the device for eval. Upon completion of the investigation a f/u report will be filed.